Event description:
Found during testing and inspection. It was reported that device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would properly power up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the reported problem was ic chip, designator u8.